Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: damage. Visual inspection: the lcp-df 4.5/5 r 11ho l276 tan (part #:422.256 , lot #: 71po0287 ) was received at us cq. Upon visual inspection, the plate was broken on the third hole. Scratches and discoloration were also observed on the surface. Both broken fragments were returned. Device failure/defect was identified. Document/specification review: (current and manufactured) was reviewed. No design issues or discrepancies were identified. The complaint was confirmed. Investigation conclusion: this complaint is confirmed as the plate has broken off. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot product code: 422.256, lot number: 71p0287, manufacturing site: grenchen, release to warehouse date: september 29, 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.,product code: 422.256, lot number: 71p0287, manufacturing site: grenchen, release to warehouse date: september 29, 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Complained issue could not be replicated and/or confirmed, as there is no broken plate visible we are only able to confirm to see one intact plate with ten intact screws, based on the available information. Product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device history lot product code: 422.256, lot number: 71p0287, manufacturing site: (B)(4), release to warehouse date: september 29, 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported an unknown date that the patient underwent for a revision surgery due to breakage of the plate. On (B)(6) 2021 the patient was treated for a distal femur fracture with a liss plate. However, on (B)(6) 2021 the patient consulted the surgeon for a control where they diagnose a complete shift of the fracture with breakage of the plate. Plate broke into 2 pieces. This breakage of the plate is often seen in pseudarthrosis or non-union 3 months after the initial osteosyntheses. To see this problem after 5,5 weeks is very early. The patient was revised with a retrograde femoral nail. The revision surgery was completed successfully without any delay reported. All fragments are removed without any additional intervention. The patient outcome was unknown. Updated concomitant devices reported: unknown screw (part # unknown, lot # unknown, quantity # unknown); unknown lcp 4.5/5.0 broad, 12-hole plate (part # unknown, lot # unknown, quantity # 1). This complaint involves one (1) device. This report is for (1) ti lcp(tm) distal femur plate 11 holes/276mm-right. This report is 1 of 1 (B)(4).